Event description:
It was reported via repair work order that the foot end had intermittent function due to worn lift motor. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.